Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site and replaced the pads on the blood sampling valve (bsv). Raw data from the instrument was also analyzed, and did not identify an instrument or algorithm issue. Company subject matter experts reviewed the available information and conclude that the information does not reasonably suggest that the bsv could be assigned the cause of the result discrepancy. The cause of the issue is unknown. Patient demographic information was not provided by the customer. (B)(4).

Event description:
The customer reported receiving incorrect white blood cell (wbc), hemoglobin (hgb) and red blood cell (rbc) results on a single patient sample analyzed on a unicel dxh 800 coulter cellular analysis system, compared to results recovered on the same instrument on the same day by repeat analysis, which were considered correct. Erroneous patient results were not reported out of the laboratory and there was no change or effect to patient treatment in connection to the event.